Manufacturer narrative:
Per the device analysis report, there was not fault found with the device. This report is filed july 12, 2016.

Manufacturer narrative:
The device is currently unavailable.

Event description:
It was reported that the battery became hot and caused an irritation of the skin. The patient was advised to discontinue use of the battery and a new replacement battery was sent. The device has not been made available for analysis as of the date of this report, october 21, 2015.